Event description:
It was reported that the guidewire coating peeled. The target lesion was located in the duct between the thoracic cavity and the bowel. The lesion was not stenosed, tortuous, nor calcified. A non-bsc needle and a 300cm, 8cm poly tip v-18 control wire guidewire were advanced to the target lesion. During withdrawal, a scratch mark on the guidewire was noted at about distal one-third of the wire shaft. Some of the black material, about 1mm area in length of the coating, shaved off as it was pulled out. Peeling of the wire coating was noted but it could not be confirmed if some of the coating was left behind inside of the patient's body. The procedure was completed with the original device. No patient complications were noted after the procedure. The patient died 2 days later due to metastatic carcinoma.